Manufacturer narrative:
Chylous ascites patient with denver shunt for prolonged period of time following complications post hysterectomy was seen by dr moore at (B)(6) who determined by CT scan, that the shunt was surrounded by a massive clot. He noted that there was some flow and that vessels had been dilating around the clot. He referred the patient back to (B)(6). Dr. (B)(6) reported that at duke the patient had undergone open heart surgery to remove the clot and shunt. The patient recovered from the surgery in 5-6 days, but still experiences the ascites. Dr. (B)(6) noted that the clotting was caused by the presence of the shunt, but that this was not in his opinion a shunt failure. He also noted that this was a very extreme case and that he had never seen anything like it. He determined that since the clot surrounded the shunt, when the patient pumped the shunt, she must have broken off micro-clots that traveled into the circulation and caused temporary blindness. Since there is no sample or lot number available for evaluation, we are unable to perform an investigation into this issue. We have not received any other reports for this product failure; therefore, this appears to be an isolated incident.

Event description:
Shunt 42-2000 was originally placed by a (B)(6) surgeon through the ij. Later on during treatment the patient went to (B)(6) across the state and had a really severe occlusion in that shunt, so much so that her svc was also occluded and her circulation was impaired. The (B)(6) doctor brought the patient incident to the attention of the local carefusion sales rep. The (B)(6) surgeon has apparently left the (B)(6) system, and after the shunt removal, the patient transferred up to (B)(6) clinic.